Manufacturer narrative:
Device evaluation:the returned pump was subjected to external examinations, as well as, functional and electronics testing. The evaluation determined that a component was not operating normally. Based on the investigation, the reported event was confirmed.(B)(4)

Manufacturer narrative:
Once the device is returned and investigated, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient was not receiving pain relief for a few weeks. When the pump was inquired, the programmer displayed an error message. The pump was explanted on (B)(6) 2015 and will be returned for evaluation.